Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00005863.

Event description:
It was reported patient was having ineffective stimulation with the scs system. Surgical intervention may be pending to address the issue. Investigation was unable to determine which lead was at fault.

Event description:
It was reported patient's occipital leads were migrated. Patient underwent surgical intervention on (B)(6) 2024 during which the leads were repositioned to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Correction: device has been identified and corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.